Event description:
During myocardial revascularization off pump procedure, the acrobat vacuum stabilizer system was used. This device broke after application. It was removed, washed, and isolated/retained for investigation if needed.